Manufacturer narrative:
Tw#(B)(4). The device was returned to the factory for evaluation on 01/27/2025. An investigation was conducted on 02/26/2025. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the intact heater wire. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No further testing was conducted. An engineer evaluation was requested. Based on the returned condition of the device as well as the evaluation results, the reported failure " electrical /electronic property problem¿ was confirmed. An engineer evaluation was conducted. The complaint was confirmed. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c­ vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was toggled to the on position. The toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position, it was observed that heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up which is not normal. The electrical continuity of the complaint vh-4000 hemopro2 tool was tested using the complaint lab's multimeter (calibration ID# (B)(6)). The electrical continuity of the complaint vh-4000 hemopro2 tool was tested with the toggle on the handle of the complaint device pulled back to the activation (power on) position. The result was no electrical continuity through the complaint device, which is not normal and indicates a break in the electrical circuit in the complaint device. Next, the complaint vh-4000 hemopro2 tool handle was opened to determine the cause of the break in the device's electrical circuit. After opening the handle, the toggle was removed from the handle to expose the switch inside the handle. The wire from the welder unit that is normally welded to the switch terminal was found to be disconnected and not in contact with the switch terminal. Examination of the switch terminal showed an impression on the switch terminal of where the wire had been. There was evidence on the switch terminal indicating that the wire had partially melted and fused (welded) into the metal of the switch terminal. Examination of the wire from the welder unit demonstrated minimal signs of melting. Based on the visual evidence, the wire from the welder unit was disconnected from the switch terminal due to an incomplete welding process between the two materials. Based the engineer evaluation results, the reported failure, electrical /electronic property problem¿ was confirmed. The lot # 3000444151 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
Tw#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during ligation phase of procedure, vasoview hemopro 2 stopped delivering energy. They attempted swapping of cables and generator without success, another vh-4000 was opened to complete the case without further incident. No procedural delay. No patient injury reported.